Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the lag screwdriver had been in use for a longer time (manufactured in 2008) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The silicone of the lag screwdriver handle is slightly damaged. At one of the edges, a small part is broken off. The event may have happened due to a contact of the silicone with a sharp object (e.g. A scalpel). A pre-damaging of the instrument in prior surgeries could not be excluded. In case of intended use such damage would not have occurred. With the information given, the exact root cause of the reported event could not be determined. Nevertheless it is not related to a deficiency of the device. No non-conformity was identified.

Event description:
It was reporter to the sales rep. That material from the handle peeled off.

Event description:
It was reporter to the sales rep. That material from the handle peeled off.